Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend cuff deflated as patient was able to pull the device out and extubate the airway. This in turn caused the oxygen saturation to fall below normal and an emergent tracheostomy change was performed. When the device was tested after incident, it was discovered the water stayed in the pilot balloon and not balloon itself. No other clinical injures were reported, as the issue was resolved with tracheostomy change out.

Manufacturer narrative:
Other text: one bivona tracheostomy tube was returned for analysis in used conditions. No damage was detected upon visual inspection. The unit was filled with air too look for a functional problem; the cuff inflated but part of the cuff wasn?t uniformly. The cuff was manipulated and the whole cuff then inflated. The cuff was then inflated and deflated four times with no issue. The sample was observed for 10 seconds and the cuff did not deflate. The manufacturing process was reviewed and deemed adequate. The assembly process and training records were both reviewed; no discrepancies found. During the verification, 32 assemblies were reviewed to see the complete manufacturing process of the air way and balloon; no discrepancies found. Based on the evidence, the complaint was not confirmed as there was no fault found.